Event description:
It was reported that there was a small piece of plastic floating in an intravia container filled with zosyn. It was reported that the spike used when filling the bag is the ¿sapphire straight line tubing.¿ this was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the affected device was received for evaluation against the reported condition. Visual inspection of the device identified a piece of plastic inside the intravia bag. In addition, the sample was connected to an unknown set (non-baxter) and had clear solution inside the fluid pathway. The reported condition was verified, though no cause could be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.